Event description:
It was reported that the patient experienced hemoptysis, requiring medical intervention and imaging. The patient underwent a non-boston scientific device implant. During the procedure, while advancing a non-boston scientific delivery catheter, the wire position was lost. Therefore, the delivery system was removed through the sheath, and upon inspection, the delivery system and catheter were damaged. Therefore, this v-18 control wire was reintroduced to the target vessel and the non-boston scientific device was deployed over it. At that time, the patient began coughing blood and hemoptysis was suspected; however, the patient remained hemodynamically stable. Imaging of the pulmonary artery (pa) did not reveal obvious bleeding. The physician noted the likely source of hemoptysis was the distal guidewire position in the small branch of the pa. The patient was given platelets and was brought to interventional radiology to examine the source of the bleeding. Additional pa angiograms were performed without identifying any clear source of bleeding. The hemoptysis resolved on its own and the patient was transferred to the intensive care unit for monitoring. The patient status was stable.

Event description:
It was reported that the patient experienced hemoptysis, requiring medical intervention and imaging. The patient underwent a non-boston scientific device implant. During the procedure, while advancing a non-boston scientific delivery catheter, the wire position was lost. Therefore, the delivery system was removed through the sheath, and upon inspection, the delivery system and catheter were damaged. Therefore, this v-18 control wire was reintroduced to the target vessel and the non-boston scientific device was deployed over it. At that time, the patient began coughing blood and hemoptysis was suspected; however, the patient remained hemodynamically stable. Imaging of the pulmonary artery (pa) did not reveal obvious bleeding. The physician noted the likely source of hemoptysis was the distal guidewire position in the small branch of the pa. The patient was given platelets and was brought to interventional radiology to examine the source of the bleeding. Additional pa angiograms were performed without identifying any clear source of bleeding. The hemoptysis resolved on its own and the patient was transferred to the intensive care unit for monitoring. The patient status was stable. It was further reported that this event was reported via medwatch mw5149536.